Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15428621 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, after delivering the smart control stent to the target lesion the physician experienced difficulty rotating the tuning dial to deploy the stent. With great effort the dial could be rotated and the stent was deployed. However, the stent missed the target lesion and did not fully cover the lesion requiring placement of an additional stent to fully cover the lesion. A contralateral approach was chosen for this procedure. There was no patient injury reported, and the product will not be returned for analysis due to the patient's infectious disease. The target lesion was a 99% stenosed, heavily calcified and mildly tortuous superficial femoral artery. No additional information is available. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15428621 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used". It is possible that the operator's interaction with the sds may have contributed to the reported event. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors addressed in the IFU may have contributed to the event may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, after delivering the smart control 7 x 100 cm. Stent/complaint product to the target lesion, the physician experienced difficulty rotating the tuning dial to deploy the stent. With the great effort, the dial could be rotated and the stent was deployed. However, the stent missed the target lesion and could not fully cover the lesion. An additional stent was placed and the lesion was fully covered. The procedure was finished successfully. A contralateral approach was chosen for this procedure. There was no patient injury reported, and the product will not be returned for analysis due to the patient's infectious disease. The target lesion was the superficial femoral artery. The lesion was reported to be: a 99% stenosis, heavily calcified and mildly tortuous. No additional information is available.